Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ and ¿check te pad¿ messages, damaged te pad) was confirmed due to the wires being broken near the connector. The root cause for broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages. A us distributor reported that a patient's electrode belt's te pad was damaged.